Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-27. Investigation summary: bdj received 300 samples and 2 photos for investigation. 100 tubes were sent to the plant for investigation. The photos were reviewed and the customer¿s indicated failure mode for printing defect was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for printing defect with the incident lot was observed. No samples or photos for the ¿black spot¿ was returned by customer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode printing defect. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. The printing defect shows that the tubes are sticky where the banding was printed. The ink does smear when finger rubs over banding. The ink is not completely cured, and this can happen if at some time the uv lamp is not engaged. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: sticky tubes ×300, spot in tubes×3.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: sticky tubes ×300, spot in tubes×3."